Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 4.2, 3.9, lab: 3.1. Date: (B)(6) 2010, inratio: 4.4, lab: 2.9. Patient has had no medication changes or hospital visits. No contra-indicative health conditions. No change in diet.

Manufacturer narrative:
Investigation pending.